Manufacturer narrative:
End customer did not have any issue with the product but only "wanted to check the batches he has in stock". Complaints will be canceled as not real complaints.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that there have been cases where monoplus needles and threads have detached when opening the package.